Event description:
The device was returned for service. During service the device had defective uim pcb which was replaced after pump had failure codes 403 and 533. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: evaluation was completed. Error codes 533:320 and 403:317 were found. They are all related to the uim board which was out of specification and was replaced.